Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the peritonitis event. Treatment for the peritonitis event was not reported. On an unreported date, dianeal therapies were discontinued and the patient was switched to hemodialysis. It was not reported if the patient was recovering or was recovered from the peritonitis event. Additional information was unable to be obtained.

Manufacturer narrative:
Complaint no: (B)(4). On an unreported date in (B)(6) 2014, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.